Event description:
Our MDR - after an implantation period of 33 months oversensing with the delivery of shocks was reported. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection detected ligature markings 28 cm distal of the df4 connector pin. In addition, a puncture of the insulation could be seen 27 cm distal of the df4 connector pin, which affected the lumen of the rope conductor to the ring electrode. On the entire length of the lead, there was dried blood in this lumen. It is assumed that the ligature was stitched through the lead insulation while fixating the lead during the implantation. In addition, a conductor fracture of the rope conductor to the ring electrode was detected 7.5 cm proximal of the tip electrode. This damage is with high probability the cause for the oversensing complained about, which led to shock deliveries. Based on the characteristics of the damage manifestation, it can be assumed that the rope conductor to the ring electrode was exposed to massive mechanical stress. Conceivable influence factors are the ligature through the lumen and the blood in the interior, which could have contributed to an impairment of the mobility of the rope conductor in the implanted state. These factors most likely led to a slow damage to the rope conductor in the course of the almost 3 years. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.